Manufacturer narrative:
It was reported that a conformis knee was revised to an off-the-shelf replacement due to tibial loosening. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a conformis knee was revised to an off-the-shelf replacement due to tibial loosening.